Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019. The customer had previously replaced solenoids 3 & 4 and the data acquisition board. The device was returned to the manufacturer for bench repair. The manufacturer's service engineer (fse) ran performance verification testing. The unit ran for an extended period of time (overnight); however, the error could not be duplicated. The air/oxygen sensor assembly was replaced to address the finding. The device passed performance verification testing successfully. The gas delivery system assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator has logged error 110a (proximal pressure sensor autozero failed) intermittently three times over the past six months. There was no patient involvement.